Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was under delivering because insulin pump not bringing blood glucose down but insulin injections did and customer was hospitalized due to hyperglycemia on (B)(6) 2019. The customer blood glucose level was at time of incident was 33.2 mmol/l at time of incident and current blood glucose level was 15.2 mmol/l and blood glucose level at the time of hospitalization was 33.3 mg/dl. Customer also had positive results in ketones test, nausea, vomiting, abdominal pain, difficulty breathing and felt sick. Customer reports they feel okay to troubleshooting. Customer was treated for high blood glucose with injections. Customer reports they have contacted their health care professional regarding the high blood glucose. Customer declined to test insulin pump. The device will be returned for analysis.